Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified common carotid artery that had restenosis. A 9.0 x 30 mm absolute pro self-expanding stent was used along with a non-abbott guide wire to treat a dissection. The stent was implanted without any issues; however, the guide wire became stuck with the stent. Therefore, an unspecified command guide wire and a viatrac balloon catheter were advanced to perform additional dilatation. These devices were then removed; however, it was still not possible to remove the non-abbott guide wire. The patient was then sent for bypass surgery, and a cut-down procedure was performed to remove the guide wire. The absolute pro stent was not damaged (it was patent) and remained implanted in the lesion. The patient is stable. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the indication for use listed in the absolute pro instruction for use, states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. In this case, it could not be determined if using the absolute pro in the carotid artery caused or contributed to the difficulties. The investigation determined the reported difficulties were due to case circumstances. Based on the reported information, the reported entrapment of a device was the result of the non-abbott guide wire becoming stuck with the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.